Event description:
The customer reported that a ventilator¿s screen locked and can't change settings. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer was advised to press the unlock button. The caller indicated that she was across the hospital and not with the unit. Additionally, the customer was advised that the v200 ventilators are no longer supported, and she would have to reach out to clinical. The caller terminated the call. Further information was requested from the customer, but no response was received. It is unknown if any repairs have been conducted or if the ventilator has been retired.